Event description:
It was reported that one day after having the artificial urinary sphincter (aus) device implanted, the patient experienced tenderness/discomfort around the pump. The patient was given medication to treat the symptoms. The symptoms had resolved by (B)(6) 2021.

Manufacturer narrative:
Describe event or problem - updated. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. A labeling review was performed and according to the aus instruction for use, patient discomfort is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Based on the investigation, an overall investigation conclusion code of known inherent risk of device was chosen.

Manufacturer narrative:
Describe event or problem - updated related components: model number: 72400024; lot number: 1000397919; model description: balloon fgs 61-70 cm; mfg. Date:18feb2020; exp. Date:16feb2025. Model number: 72404131; lot number: 1000378119; model description: belt cuff fgs 4.5 cm iz; mfg. Date: 09jan2020; exp. Date: 08jan2021. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. A labeling review was performed and according to the aus instruction for use, patient discomfort is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Based on the investigation, an overall investigation conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that one day after having the artificial urinary sphincter (aus) device implanted, the patient experienced tenderness/discomfort around the pump. The patient was given medication to treat the symptoms. The symptoms had not initially resolved but further information stated that the outcome was recovering/resolving.

Event description:
It was reported that one day after having the artificial urinary sphincter (aus) device implanted, the patient experienced tenderness/discomfort around the pump. The patient was given medication to treat the symptoms. The symptoms had resolved by (B)(6) 2021. Starting (B)(6) 2021, the patient was unable to manipulate his pump. No action was taken to address this reported issue.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that one day after having the artificial urinary sphincter (aus) device implanted, the patient experienced tenderness/discomfort around the pump. The patient was given medication to treat the symptoms. The symptoms had resolved by 10jan2021. Starting (B)(6) 2021, the patient was unable to manipulate his pump. No action was taken to address this reported issue.

Manufacturer narrative:
Related components: model number: 72400024, lot number: 1000397919, model description: balloon fgs 61-70 cm, mfg. Date: 18 feb 2020, exp. Date: 16 feb 2025. Model number: 72404131, lot number: 1000378119, model description: belt cuff fgs 4.5 cm iz, mfg. Date: 09 jan 2020, exp. Date: 08 jan 2021. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. A labeling review was performed and according to the aus instruction for use, patient discomfort is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Based on the investigation, an overall investigation conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that one day after having the artificial urinary sphincter (aus) device implanted, the patient experienced tenderness/ discomfort around the pump. The patient was given medication to treat the symptoms. The symptoms had not resolved.